Event description:
Customer reported sporadically lowered aptt results on their acl top 500 cts with hemosil synthasil aptt reagent. Customer indicated that when a new vial of pt reagent is put on the same rack with the aptt reagent, all aptt results were lowered approx 10 seconds. However, when the two reagents are separated onto different racks in the instruments, results report appropriately. The customer is questioning possible carryover. There was no reported adverse event.

Manufacturer narrative:
This complaint was originally assessed to not qualify as a potentially reportable incident. However, based on further info reviewed for potential risk on (B)(4) 2013, this complaint was determined to be reportable and is currently under investigation. A f/u report will be filed once a conclusion is determined from this investigation.